Event description:
A report was received that the pt was explanted due to seroma and mild infection at the old ipg site. The pt was implanted with a new ipg and leads. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted leads will not be returned to bsn as they were discarded by the medical facility.